Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the problem occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was intermittently unable to perform fluoroscopy and cine. Upon functional testing fse found that patients data transfecting issue from main system to workstation. As a resolution, the fse reconfigured the workstation details in main system and created new ghost backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was intermittently unable to perform fluoroscopy and cine. No harm has been reported to philips. Philips has started an investigation of this complaint.